Event description:
Additional information was received that surgical intervention occurred during which the system was explanted. Cultures showed staphylococcus bacteria. Patient was prescribed further antibiotics.

Manufacturer narrative:
"Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01115. It was reported that patient developed an abscess at the ipg site, ipg and lead were exposed, and patient was prescribed antibiotics. Patient was later diagnosed with infection. Surgical intervention may occur to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that patient is no longer on any antibiotics and the incision sites are healing well.